Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. Increased infection parameters unclear genesis and vegetation on the right ventricular-lead in the vena subclavia. Because of this the decision was made to explant the whole biventricular implantable cardiac defibrillator system. There was no problem or malfunction of the biventricular implantable cardiac defibrillator. The condition of the patient before and after the surgery was good.